Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable defib lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing intermittent chest pain and lack of energy during activity. It was also reported that the patient stated they felt something pull in their left shoulder when reaching "far behind" themselves; an x-ray revealed that the atrial lead had dislodged and had pulled back into the subclavian vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.